Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient experienced an increase in power consumption and estimated flows above the normal operating range. Hospitalization was required as a result of the event. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
(B)(4) was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files which revealed an increase in power consumption starting december 8, 2017; however, no alarms have been logged for the past 14 days leading up to december 18, 2017. Of note, it was reported that the patient was given lysis treatment after which the power and flow went back to normal. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the site indicated that the increase in power consumption was related to thrombosis. The patient was given actilyse 50mg for lysis treatment. There were no complications as a result of this event and no reported patient symptoms. The patient was discharged on (B)(6) 2017.

Manufacturer narrative:
Correction: initial MDR date MFR rec: 2017-12-14. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.